Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced an interruption of its stimulation therapy after lifting a very heavy weight. An xray showed both leads were disconnected from the extension header. The neurosurgeon decided to change the patient's scs extension with a new one. Effective stimulation therapy was reportedly restored postoperative.